Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As received, all three leaflets of the valve were cut out; the fragments were returned. Leaflet fragments appeared to match up with returned valve. Mechanical damage was observed on two of the three leaflet fragments on the outflow aspect and appeared to be serrated. Host tissue overgrowth was observed on one of the returned leaflet fragments. All three returned leaflet fragments appeared thickened and swollen. Host tissue on the stent circumference was minimal to moderate at the inflow and moderate at the outflow aspect. X-ray demonstrated wireform intact. As received, approximately 30% of the sewing ring was cut off around the valve circumference and returned in pieces. Suture pledget and sutures remained around the sewing ring. Customer report of structural valve deterioration, aortic insufficiency, and aortic stenosis could not be confirmed due to condition of valve as received. The root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation at this time. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 11 years due to structural valve deterioration with severe prosthetic valve al and as. A 23mm valve was successfully implanted in replacement. Intraoperatively, it was found that all 3 leaflets of the indwelling aortic bioprosthesis were thickened and basically static resulting in severe al. No complications were noted during surgery and the patient tolerated the procedure well. The patient was discharged on pod #14.